Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is unknown because the part number and lot number was not provided. It is indicated that the devices are not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a conclusive cause for the resistance could not be determined. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The ht command and the additional ht winn guide wires referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that during a procedure to treat the tibial artery, using ipsilateral access, a ht command 0.14 guide wire was advanced. A non-abbott microcatheter was then advanced; however, became trapped with the guide wire. Resistance was felt during removal of the guide wire from the microcatheter. Two ht winn guide wires were attempted using the same microcatheter with the same result. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.